Manufacturer narrative:
Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for and gastrointestinal/pelvic floor. The patient¿s representative reported that thought their health care professional (hcp) had told them the device would last for 10 years, the patient has had it for five and they got a message on the patient programmer that the ins battery was low a week or two weeks ago. The patient services representative did not ask about the circumstances that had led to the reported issue. The patient was redirected to their health care professional (hcp) to further address the issue and the caller requested an email to be sent to the manufacturer representative (rep) given their hcp tells them to call the manufacturer company. No further complications were reported at this time.